Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) arm involved with this complaint and completed the investigations. Failure analysis investigation was not able to reproduce the failure and found that the arm passed the in-house slow sweep test and the brake voltage test due to axis-2 brake was locking up. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm (arm) failing the slow sweep test in the field during preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a preventive maintenance of a da vinci si system, the intuitive surgical, inc. Representative technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing slow sweep test at axis 3. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.